Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as backup therapy, and technical support arranged for a replacement pump with updated software to be sent. Instructions were provided for handling and returning the defective pump.